Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent procedures anterior colporrhaphy with cystoscopy and pelvic reconstructive surgery due to sui and stage 2 cystocele. It was reported that following insertion the patient experienced infections, frequency, urgency and incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/10/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency, urgency, dysuria, and hematuria.